Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the lancet stuck in the skin. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.